Event description:
It was reported to philips that the flexvision monitor failed to boot; system out of use for 3 years on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Flexvision monitor replacement planned; system not yet returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).